Manufacturer narrative:
MDR 3003442380-2026-11466 / initial 2 of 5. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced insulin flow block, the exact site and cause not specified and had hypoglycemia which was treated with orange juice and apple juice on (B)(6) 2026.